Manufacturer narrative:
The cause of the issue is not known at this time. A system restart resolved the issue directly and it has not reoccurred. Logfiles were taken from the system for further analysis. Siemens will provide a supplemental report if any systematic or design issue is identified as the root cause for the problem.

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom definition flash CT system. On (B)(6) 2023 a 7-month-old child (male, 9 kg) was scheduled for a heart scan to plan a surgery of the aortic arch. The scanner did not start after topo and 20 ml contrast media was injected. A second scan was made with an additional 8 ml of contrast media. According to the hospital, the second contrast media calculation was not exact, and the images could also not be used for diagnosis. The hospital confirmed that a third scan was conducted on (B)(6) 2023. The patient was transferred from a neighboring hospital and there is currently no information available regarding the health status of the patient. Siemens considers children as a vulnerable patient group; therefore, this report has been submitted with an abundance of caution.